Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Investigation results: a flexiva 200 laser fiber was returned broken. The fiber measured approximately 199.1 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all the manufacturing specifications.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation on march 25, 2019 that a flexiva 200 laser fiber was used in a ureteroscopy with lithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a dornier 20 watt console. According to the complainant, during procedure, the first laser fiber broke after the initial treatment. A second same device was open and it was broken after lasing for a short period of time. The procedure was completed with a third flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a ureteroscopy with lithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a dornier 20 watt console. According to the complainant, during procedure, the first laser fiber broke after the initial treatment. A second same device was open and it was broken after lasing for a short period of time. The procedure was completed with a third flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.